Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4). Product family: scs-lead fixation, upn: m365sc43160, model:sc-4316, serial: na, batch: 26575409.

Event description:
It was reported that the patient was experiencing inadequate pain relief and felt that the stimulation intermittently turns off. An x-ray was taken and showed that the leads had migrated. The patient underwent a lead revision procedure wherein only the clik anchor was replaced. The patient was doing well postoperatively and the explanted clik anchor was not returned.